Event description:
It was reported the system was explanted and replaced due to infection and pocket erosion. It was also reported that following the procedure, the patient experienced bleeding from the left thoracic pacemaker site. A temporary lead (model 5076) had been implanted after the system explant and there was irritation from the site of the lead, as well as inability to do primary closure of the pocket due to a "large defect and very thin tissue". As a result, the patient received plasma, platelets, vitamin k and wound evacuation. A pressure dressing was applied. The system was replaced three days later. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies were found. (B) (4) no anomalies were found; blood was noted in/on the helix/lobe mechanism; full lead was returned. (B) (4): inner insulation breached. Blood/body fluid was observed in all conductors. Tines were cut; partial lead in segments returned and analyzed. (B) (4) no anomalies found; full lead returned in segments. Partial lead was returned in segments.